Manufacturer narrative:
The manufacture date for this electrode was february 2, 2016. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Microscopic visual inspection found a set screw mark in the correct location on the terminal pin. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information from the local representative that this patient was presented to the electrophysiology (ep) for a scheduled s-ICD implant procedure. The patient was described as very sick with significant medical history of dilated cardiomyopathy and low ejection fraction (20%). During device-based testing, the device failed to terminate the induced arrhythmia despite shock delivery of multiple shocks (65 joules, 80 joules x2). Delivery of four external defibrillations failed to terminate the arrhythmia. Cardiopulmonary resuscitation (CPR) was initiated. The sterile field was compromised in order to reposition the external defibrillation pads. The arrhythmia was eventually terminated with external defibrillations after 3-4 minutes in ventricular fibrillation. Fluoroscopic imaging found that the device and electrode may have been positioned too low. The physician elected to explant the device and electrode. The device was received at boston scientific's return products department.